Manufacturer narrative:
Device investigation: results: there is a sharp single axis bend at the distal end of the strain relief. A 0.032" mandrel was introduced into the hub and advanced distally. The movement stopped at the distal end of the strain relief. The catheter is non-functional. Conclusion: the kink noted in the complaint is confirmed. The cause of the kink could not be specifically identified. Given that the kink was noted on the second introduction of this device into the patient and no issue had been noted previously, it seems probable that the part was damaged during user handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
On (B)(6) 2012, a patient was treated for an occlusion in the top of the ica with the penumbra system. The physician introduced the psc054 and psc032 toward the occlusion using the coaxial technique. The psc054 could not be advanced to the target occlusion and stopped at the petrous portion of the ica. The physician then introduced the psc032 and advanced to the target occlusion then inserted the pss032 through psc032. The pss032 did not go through in psc032. The physician withdrew the psc032 with pss032. A kink on psc032 was confirmed by the physician. The physician used another new psc032 (lot no. F26330) the second psc032 distal tip perforated the anterior choroidal artery while inducing psc032 to the target occlusion. Bleeding from the blood vessel was revealed with angiography. There were concerns that the bleeding might aggravate when withdrawing psc032. The physician kept the psc032 in place and deployed coils in the area of the bleed before withdrawing the psc032. The physician removed psc032 after confirming the bleeding was arrested. The physician confirmed slight bleeding at the same site to the previous bleeding with second angiography. The physician arrested bleeding and finished the procedure. The patient's vessel remained occluded. The patient's condition is being observed. The physician did not perform aspiration with the pump of penumbra system. This MDR is associated with MDR 3005168196-2012-00275